Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® push button blood collection set, there was white foreign material in the sterile packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 30-jul-2025 investigation summary bd received 50 samples and one photo for investigation. The evaluation of the photo did not illustrate any foreign material. Additionally, upon visual inspection, no foreign material was found in the 50 returned samples. Furthermore, 50 retained samples were visually inspected, and no fm was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - particles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® push button blood collection set, there was white foreign material in the sterile packaging. No adverse impact was reported regarding the patient or user.